Manufacturer narrative:
Account said, he didn't know when he would get to repair the bed. Successful resolution for this issue could not be verified with the account. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account said, the bed functions didn't have any power.